Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in-clinic for follow-up, lead dislodgement and high capture threshold were observed. The lead was explanted and replaced. There were no patient complications during the explant procedure, and the patient was asymptomatic in the recovery room.